Manufacturer narrative:
Additional information: channel "c" failure was initially reported by the facility. It is unknown when this event occurred. Evaluation summary: during product evaluation, a defective user interface module printed circuit board (uim pcb) was observed. Failure code 703 found during service confims the defective uim pcb. This failure code is manifested as a result of the uim pcb being defective resulting in the reported condition of channel "c" failure. The uim pcb was replaced. Review of the complaint history reveals similar reports have been received for this product for the reported issue. This issue is being investigated under CAPA.

Event description:
During service by baxter, the technician found a defective user interface module printed circuit board. There was no patient injury or medical intervention necessary according to the hospital representative. No additional information is available.